Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient engaged in twiddler's syndrome causing the leads to dislodge. The leads were removed.